Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was reported by the consumer to be from a medication for an infection that the patient was previously administered; however, this could not be confirmed and the cause of the event was assessed as unknown. Two days after the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. Ten days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the peritonitis event. No additional information is available.